Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has two implanted systems. The reason for call was to ask for assistance in turning off the left side device for kidney biopsy. Caller said that they were able to turn off the right side. Agent did not ask about the circumstances that led to the reported issue. Caller confirmed that they are using the external devices for the left implant. Reviewed recommended placement and caller repositioned several times however not able to connect. Caller then palpated the area and said that it seems like the bottom half of the implant sticks out a little more than the top. Reviewed recommendation to align communicator to same angle as implant however caller still unable to connect. Caller then switched communicators and paired right to left handset and attempted to connect however still received the same message, device not found, retry. When asked, caller said that last time they connected to the left implant was in april 2023. Reviewed potential issue with neurostimulator, potentially depleted. Redirected caller to contact the representative, dennis who they spoke with earlier. Reviewed recommendation to pair the right communicator back to the handset for the right side.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.